Event description:
It was reported that an initial call came in for a 6 ft 2" (B)(6) year old male patient weighing approximately (b)(46). Patient was found laying in a green bin at his place of work. A co-worker began manual CPR. The patient was down for at least 15 minutes prior to arrival of fire department, therefore it is believed that at least 15 minutes of bystander CPR was performed. The fire department were the first responders on scene and took over manual CPR upon arrival (exact length of time was not provided). The ambulance then arrived on scene and took over manual CPR (exact length of time was not provided). The ambulance crew placed the patient onto the platform and the device was deployed without any issues. The crew then administered als (advanced life support) therapies such as ivs medications and cardiac monitoring. The autopulse platform performed compressions for an over an hour and approximately 5-10 minutes and then displayed a "replace battery" message. The battery was exchanged and the autopulse continued to work for an unknown length of time. Approximately 12 minutes away from the hospital, the platform stopped performing compressions and displayed a "system error, out of service, revert to manual CPR" message. Use of the autopulse was discontinued and the crew reverted to manual CPR. During the time when the autopulse was performing compressions, rosc (return of spontaneous circulation) was achieved for a few minutes in the ambulance, but then a palpable pulse was lost and the patient remained unresponsive. Patient was pronounced dead by the ER physician on the same day. No autopsy was performed. The cause of cardiac arrest and death are unknown. Patient's medical history is unknown, however patient had a large scar on his chest from a previous open heart surgery. It is unknown if the customer attributed the patient's death to use of the autopulse. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. External visual inspection of the returned platform was performed and it was found that the top, encoder and motor covers were cracked. Please note that the results of the visual inspection are unrelated to the reported complaint. A review of the platform's archive data was performed and confirmed the customer's reported complaint of a "system error, out of service, revert to manual CPR" message. The archive data showed that a "system error 139" (unable to hold compression position) message occurred on the reported event date. The returned platform displayed a "system error, out of service, revert to manual CPR" message upon power on, thus confirming the reported complaint. Further inspection identified that the drivetrain motor brake gap was out of specification at (0.012"). The brake gap was adjusted back within specification at 0.008" + 0.001" and the brake gap run-in test was performed, however the platform continued to display a "system error 139" message. It was determined that the drive train motor was defective. After the drive train motor was replaced, another run-in test using a 95% lrtf (large resuscitation test fixture) was performed for several hours and no other user advisories or faults were exhibited. Load cell characterization testing was also performed, which confirmed that both load cell modules were functioning within specification. Based on the investigation, the parts identified for replacement were the drivetrain motor, clutch plate, encoder, top cover, patient head restraints, encoder and motor covers. In summary, the customer's reported complaint of a "system error, out of service, revert to manual CPR" message was confirmed during review of the platform's archive data and upon functional testing. The root cause was determined to be the drive train motor was defective. Visual inspection found that the top, encoder and motor covers were cracked. These physical damages are unrelated to the reported complaint. After replacement of all the identified parts, the platform was reevaluated through functional testing and passed all final testing criteria. Additional information provided by the customer indicated that the patient expired. Although rosc was achieved for a short time with autopulse compressions, the patient's pulse was lost and could not be resuscitated with either method of compressions. The autopulse is intended to be used as an adjunct to manual CPR which is standard of care. Based on the evaluation of the platform, no device deficiencies were identified which could have caused or contributed to the patient's death.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/11/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed